Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced lock failure, and the lens could not be secured. The issue was discovered during cleaning and disinfection for a therapeutic prostate electrocautery procedure. The treatment was completed successfully. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head experienced lock failure, and the lens could not be secured. The issue was discovered during cleaning and disinfection for a therapeutic prostate electrocautery procedure. The treatment was completed successfully. There were no reports of patient harm.